Event description:
It was reported that the reported that pt's controller will not communicate with their ins intermittently. Caller stated that about 40% of the time the pt has to place the controller right over their ins to get it to communicate with the ins. Caller confirmed that this happens all of the time and not just when pt is attempting to charge their ins. Caller inquired about replacement. Pt called in stating the have been working with hcp and the rep and they suggested getting replacement controller. Pt said the controller does not find implant 50% of the time. Pt stated when they touch the implant site, they feel the edge and they feel a burning sensation, pt stated they want to raise the stim 2. Pt then explained that they have had x rays and it showed that the leads are still in place. Pt confirmed they have spoken to their hcp about the pain symptoms. Pt then stated the rep's equipment also had hard time connecting to pt's implant. Pt stated their hcp and the rep would like pt to try a new controller to rule out the possibility of defective controller before continuing with the next measures. Agent emailed repair for replacement controller. Additional information was received from a manufacturer representative (rep). It was reported the rep had reached out to the patient and the physician about to this is moving forward. Both are supposed to let the repknow when an appointment has been scheduled to discuss the issue going forward. They are going to get an x-ray the site to determine the orientation of the battery. If the battery has rotated, then this is likely causing both the issues. They have tried to change out the controller to ensure it wasn¿t a communication issue. With that being ruled out, next steps would be a pocket revision. The rep stated that they are going to complete a pocket revision if necessary to mitigate these issues. Awaiting appointment and imaging to confirm it is necessary. The patient's weight was asked, but unknown. The information was also confirmed with a physician/account. Additional information was received from a manufacturer representative (rep). It was reported that it appears that there is normal amount of heat created between the charger and the implantable neurostimulator (ins), but that there may be a heightened experience of that heat due to increasing pocket pain due to a rotating battery. Upon last appointment, the top edge of the battery appeared to be more outward facing the cephlad facing. An x ray would be more beneficial to confirm. They will be taking x rays of the leads and the pocket site upon the next appointment at his implanter's office, but since we cannot get ahold of the patient, we can not speed up this process. The issue has not been resolved yet, but will be when they see the patient. The healthcare provider (hcp) is aware of the situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.